Event description:
According to the reporter: occurred during a laparoscopic gastric bypass procedure. For all five devices, they were difficult to load, unload, toggle, and the needle kept falling out. In order to resolve the issue and complete the case, used a new suturing device. There was no patient harm. The patient status is alive, no injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity and a product enhancement has been implemented to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.